Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial cardiac resynchronization therapy defibrillator implant. During the procedure, the left ventricular (lv) lead was noted to have advanced further than expected. Vein rupture was suspected. No pericardial effusion was detected. Labile thresholds were noted on the lv lead and varied a wide range. Multiple attempts at testing did not appear to show stabilization of the lv lead measurements. The physician was confident the lead would mature well and completed the procedure. During post-implant follow up, the lv lead threshold appeared to have stabilized as the physician had projected. No further changes were made. The patient was stable and would be monitored.